Event description:
The reporter indicated that 12.1mm vicm5 12.1 implantable collamer lens of -7.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight-ethnicity:unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).